Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 08-sep-2015: the ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic pain shortly after essure insertion. Approximately 2 years later, she underwent a hysteroscopy and laparoscopic partial (right) salpingectomy. However, the left implant had migrated to the contralateral lower pelvis (interpreted as device dislocation) and could not be retrieved. A non-contrast CT (computerized tomogram) was ordered next, and showed three linear signal densities consistent with the essure device (fractured) were scattered in the right lower quadrant (interpreted as device breakage). The pelvic pain is serious due to required intervention and device dislocation is serious due to its medical importance. According to the reference safety information for essure, these events are listed; while the device breakage is listed according to technical analysis. Considering the nature of these events, compatible temporal relationship and lack of alternative explanation, the causal relationship with essure cannot be excluded. This case is regarded as incident since a device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
Anticipated incident - required intervention. This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 ((B)(4) awareness date 13-aug-2015). It was reported by a health professional and it refers to a female patient of (B)(6) in united states who had essure inserted in (B)(6) 2013. The patient's history included gravida 4, para 3 and 1 abortion. She was a non-smoker in good general health, took no regular medications and had no known drug allergies. Her gynecological history was unremarkable except for the essure procedure in (B)(6) 2013. There was no followed up hsg (hysterosalpingogram) three months after placement as recommended due to insurance reasons. The patient developed gradually worsening pelvic pain shortly after undergoing the essure procedure, accompanied by increased fatigue and dyspareunia. In (B)(6) 2015 the patients symptoms became intolerable and she presented to a local emergency department for assessment. An hsg was included during that work-up and revealed complete occlusion of the right fallopian tube by essure, but the left implant had migrated to the contralateral lower pelvis. The left tube was patent and free spill of dye from the left tube was evident. She underwent an uncomplicated hysteroscopy + laparoscopic partial (right) salpingectomy on (B)(6) 2015 to remove the right essure device intact. The migrated left coil could not be visualized at surgery despite extensive exploration. The patient had an uneventful post-operative course and was discharged home within 3 hours. Follow-up abdominal/pelvic non-contrast CT (computerized tomogram) was ordered next, and this showed a normal uterus but three linear signal densities consistent with the essure device (fractured) were scattered in the right lower quadrant. One of these metallic pieces was described as follows: a third punctate, metallic density measures 1-2mm in diameter, similar in caliber to the other foreign bodies anteriorly, and appears to be lodged within the lumen or wall of the proximal sigmoid colon. At this time, the patient was awaiting another consultation with colorectal surgery specialists for further management, possibly including partial bowel resection to retrieve the splintered and migrated left essure implant. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic pain shortly after essure insertion. Approximately 2 years later, she underwent a hysteroscopy and laparoscopic partial (right) salpingectomy. However, the left implant had migrated to the contralateral lower pelvis (interpreted as device dislocation) and could not be retrieved. A non-contrast CT (computerized tomogram) was ordered next, and showed three linear signal densities consistent with the essure device (fractured) were scattered in the right lower quadrant (interpreted as device breakage). The pelvic pain is serious due to required intervention and device dislocation is serious due to its medical importance. According to the reference safety information for essure, these events are listed while the device breakage is unlisted. Considering the nature of these events, compatible temporal relationship and lack of alternative explanation, the causal relationship with essure cannot be excluded. This case is regarded as incident since a device removal was required. No active follow-up will be pursued, as this case was identified during health authority website monitoring.